Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed due to a broken solder connection on the f600 component on the ca board, causing fault. The root cause for the broken f600 could not be positively identified. There was no adverse event that resulted from the damaged monitor.